Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her sensors expired quickly and that they gave inaccurate readings. She stated that her blood glucose was 43 mg/dl and that the sensor reading had been significantly higher. She stated that her current sensors were not expired for a couple of months but still did not want to use them. Customer declined troubleshooting for the inaccuracy issue. Nothing further was reported.